Manufacturer narrative:
Device analysis: the guide wire was returned without the original load. Examination of the guide wire revealed that the shaft was curled up and fractured 331.5cm distal to the proximal end. Further examination revealed a kink 113.2cm distal to the proximal end. Adhered biological material was observed near the fracture site. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis revealed torsional stress on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the superficial femoral artery (sfa). While attempting to cross the lesion with the flextip guide wire, the physician noted that the wire had coiled up on itself. Additionally, the physician noted that tip was not responding to advancement and attempted to pull it out of the patient, but the distal tip of the wire broke off. The physician performed balloon angioplasty and deployed a stent to pin the tip of the wire against the vessel wall. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.